Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient aspirated during a procedure to implant a permanent scs system on (B)(6) 2014. As a result, the surgical procedure was abandoned. Follow-up information revealed the patient is recovering well and plans to move forward with having the permanent scs system implanted.